Event description:
It was reported that a loss of capture and poor sensing values were observed on the atrial lead of an asymptomatic patient. Imaging showed that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
.